Event description:
An air leak was noted in the cath lock during the procedure. Another device was obtained to complete the procedure with no consequences to the pt. The device was discarded at the hosp and the lot number is unk.

Manufacturer narrative:
The device was not returned for analysis as it was discarded at the hospital. Review of the device history record was not possible as the lot number is unk. The cause for the reported air leak remains unk. (B) (4). Date the initial reporter provided the info to the MFR: 8/14/2009.